Event description:
I had cosmetic surgery in (B)(6) 2020, day three post-op issue presented. Over the five months following surgery random wounds draining pus would open and close on different areas of the abdomen. One day a blue suture strand protruded through the abdomen. This was removed. The external wounds stopped. My condition then progressed to moderate abdominal tenderness, extreme fatigue, and nausea. All labs looked fine so my concerns were written off. A few months went by and my abdomen became red and tender, I was taken into surgery where two closed loop sutures were removed- I had an abdominal abscess with three sinus tracts that almost went to the muscle layer. Cultures were taken and the abdomen was washed out. This was the first time a culture was done and it resulted positive pseudomonas aeruginosa. Surgeon was confident this surgery resolved the matter. However a few months later the same pattern repeated but this time there was a 3cm palpable mass, I was again taken into surgery mass was excised and next to the mass was another piece of permanent suture material and pus. Culture done abdominal washout and internal abscess removal completed, again culture resulted as pseudomonas aeruginosa. Three weeks following this surgery the mass grew back and was more painful. I was sent to infectious disease and was put on IV PICC line antibiotics for seven weeks. Infectious disease said by this time if the antibiotics don¿t work we will know the sutures are contaminated. I completed the medication. At this point, infectious disease dr stated she found another mass in addition to the one I had, recommended complete explant of all suture material used in abdominoplasty (at this point I reached out to the manufacturer and advised of the discovery). Said it was the only way to stop this infection because if the IV meds did not kill the pathogen it was not in my body but was within it where the medication could not reach. Two months after IV PICC line antibiotics a severely painful mass protruded out my belly button, I was again taken to surgery, the amount of pus that came out was so much they could not close the surgical wound, it was cultured and came back pseudomonas aeruginosa. With this new finding the sutures were labeled the culprit. I began to see different surgical specialists to see what options were available as my treating surgeon was leaving practice in texas. I have been told by all the sutures need to be explanted and my abdominal wall probably reconstructed, possible skin grafting as well. I have been told its very extensive. As stated before, I reached out to the manufacturer again to advise them of the findings. I was told to sign a release of medical records and provide them with what I could, I was assured an investigation would take place and I would receive a call. In five months no one called, I called ethicon again to follow up and was told there was not much of an investigation that could take place as I didn't send them the sutures that were removed in surgery! I advised the rep that all sutures were sent to pathology for testing and hospitals don't let patients take home things removed from their body. I showed all reports and all pictures. She again said someone will call me but I'm doubtful as this was promised before. She said they "probably" reported to the FDA though. When I asked her to look up the report number she changed the conversation. This product is dangerous and they know it. There are countless stories like mine. I believe companies must ensure safety for patients and my concerns are being ignored. I am facing a major complicated operation due to these sutures, I'm told this procedure is likely to disfigure me. There is no telling the extent of damage the pathogen on this suture is doing to me. All surgeons who I have consulted have stated the suture is the problem. I have even been told this suture has known issues and I am the worst case they have ever seen. Please help so no other patient is harmed. Please investigate. Model number, catalog number, lot number, serial number, UDI number: unknown. FDA safety report ID #(B)(4).